Event description:
I had the essure coils placed (B)(6) 2015. As soon as a week after the procedure, I was having severe cramping and heavy bleeding. I called into my doctor's office numerous times complaining. I ws told it would go away. About 3 weeks later, I finally stopped bleeding, but have been in pain ever since. The cramping is worse during my period or ovulation, but I have severe cramping in my lower back all the time. Sometimes I can't even stand. My doctor has prescribed me vicodin for the pain, which rarely helps. My right hip hurts so bad. I can barely walk. I work at a daycare, which is hard, because I'm having trouble keeping up with the children.